Event description:
It was reported that during an unknown procedure, the device was broken. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged, missing cartridge drivers. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reload separate from the metal and the plastic? What part of the reload was broken? What part of the device was broken? Did the device cut? Did the device staple? What device was used? What is the lot number for the device used? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis results showed that one reload was returned with 15 drivers missing and with the pan partially disengaged from the cartridge; making the reload non-functional. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.